Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment.

Event description:
The patient called miradry customer service to report dissatisfaction with treating clinic after experiencing significant unexpected swelling and fever post treatment. Patient called clinic after symptoms appeared and was prescribed doxycycline. Subsequently went to ER. Culture taken, diagnosed with cellulitis. ER prescribed z-pak and tramadol for pain. Patient returned to clinic 13 days post procedure. Patient stated physician had informed him cellulitis had resolved and z-pak was no longer necessary. Follow up with the physician revealed patient went to ER for swelling within 24 hours post procedure. Physician was of the opinion the patient never had cellulitis and side effects were within normal range. No further treatment or follow up was planned.